Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited low out of range pacing impedance measurements less than 200 ohms resulting in activation of the lead safety switch (lss) feature. Additionally, the patient complained of muscle twitching when the lead was programmed to unipolar configuration. An invasive procedure was performed. The device was successfully explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.